Event description:
It was reported the device was tilted and had perforated adjacent structures. On (B)(6) 2002, the patient was implanted with a greenfield filter. The patient had a history of recurrent deep vein thrombosis (dvt). On (B)(6) 2019, the patient received an abdominal CT scan. The inferior vena cava (ivc) filter was observed with the apex at the level of the right renal vein. There was a mild 6.3 degrees rightward tilt of the apex. Additionally, the left lateral filter leg abutted the posterior wall of the abdominal area, and the posterior filter leg abutted the periosteum of the l3 vertebral body. No further patient complications were reported.